Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 2/2.5cm malignant tracheal stenosis during a metal stenting procedure performed on (B)(6), 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, the stent deformed due to the pressure of the stricture and moved out of its position distally. The stent was removed using forceps and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an ultraflex tracheobronchial delivery system was received for analysis; the stent was not returned. Visual inspection was performed, and no damages were found to the delivery system. The reported event of stent material deformation was not confirmed; the stent was not returned. The reported event of stent positioning issue could not be confirmed; the problem occurred during the procedure, and it is not possible to replicate the problem in the laboratory of analysis. There is not enough evidence to determine the most probable cause of stent positioning issue and stent material deformation. Additionally, without proper evaluation of the stent, it remains unknown the most probable cause that contributed to the event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, the reported events of stent material deformation and stent positioning issue were defined in the risk documentation. Block h11: block d4 (catalogue number) has been corrected.

Event description:
It was reported to boston scientific corporation on november 17, 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a 2/2.5cm malignant tracheal stenosis during a metal stenting procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, the stent deformed due to the pressure of the stricture and moved out of its position distally. The stent was removed using forceps and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.